Event description:
Pt received a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the lad (ref MFR # 2953200201002510) and a 2.5mm diameter x 12mm length endeavor sprint rx was deployed in the cx during index procedure. However, it was reported that the pt was hospitalized due to ami approx 3 months post implant of the relevant stents. Revascularization was performed with implant of three other MFR stents. Prolonged hospitalization was also required. It was reported that the pt troponins decreased to normal range prior to discharge. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: mi/tvr.

Event description:
It was reported that 1 month prior to implantation of the endeavor sprint rx stents in the lad and in the lcx, the patient received a 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid rca. It was also reported that the patient suffered a second mi approximately 6 months after first reported mi event. Investigator reported that the event was not related to the study stent. One other brand stent was implanted at the lcx and at the lm to lad. (MFR report: 9612164201100391, 2953200-2010-02510, 2953200201002511).

Manufacturer narrative:
Pt code: 2688 - labeled na.